Event description:
According to the information received, the patient underwent a hysteroscopic resection of a cervical canal polyp due to a space-occupying lesion in the cervical canal. On (B)(6) 2025, the operating room nursing staff installed the bipolar high-frequency connecting cable, and the equipment functioned normally initially. However, during the procedure, a sudden "bang" was heard, accompanied by sparks and fracture of the connecting cable. The protective sleeve of the cable ignited, causing a burning pain on the lateral aspect of the surgeon's left thenar eminence, with localized charring of the glove. Simultaneously, the device lost power. Consequently, the surgeon altered the technique for polyp resection and successfully completed the procedure. The incident resulted in a minor prolongation of the surgical time and caused significant psychological trauma to the surgeon due to the severe fright experienced.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).